Event description:
The product was attempted to be prepped outside the pt's body. While attempting to prep, bubbles were seen in the indeflator. There were no visual cracks or bends. There was no pt injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete.